Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A plug was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.